Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was off on the communication bus. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer was off the bus. A field service engineer (fse) had removed the rear panel from the station and found no lights on the drawer controller board. The fse removed the drawer from the station and found the flat flex cable disconnected from the station controller card. The metal clip was bent, indicating that the drawer had been forced open from the front. Both rails were also found to be in need of replacement. The fse replaced both rails, reconnected the flat flex cable to the station controller card, and returned the drawer to the station. The station was powered down, the drawer was plugged back in, and the station was restarted. The pharmacist verified that drawer was functioning normally. The system functioned as intended after the field service engineer repaired the device.